Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (67 mg/dl) and milk was consumed to address the low bg. The customer was confident that the low bg was due to monthly hormonal fluctuations and declined tandem technical support's offer to troubleshoot the low bg.